Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarms. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer reports they were able to rewind the insulin pump. Customer states they received another alarm after battery change. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).